Event description:
The complainant reported that during impella 5.5 support, an error message ¿placement signal not reliable¿ occurred, and the values/curve from the placement signal are missing. The complainant also reported that the pump was firmly plugged in, but the white pump cable near the red impella plug was severely knotted and externally damaged. The pump was successfully weaned and explanted. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the priming issue and optical signal issue has been completed. The cause of the issue was not determined since neither product nor data logs were returned. All pertinent information available to abiomed has been submitted at this time.